Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer did received insert battery alarm display on insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Customer also stated that crack on the screen and battery run out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.